Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that patient reported they were in italy for 3 months and in (B)(6) 2025 and was in the hospital for 3 weeks for an unrelated issue. Patient stated they had cat scans and mris and they tried to tell the doctors there about their implant but no one paid any mind to it and they didn't know anything about the implant. Patient stated the ins was never turned off and that the therapy hadn't been working since they were in the hospital. Patient stated they've since come home they were "frickin' mess" and had a lot of problems and they and their spouse were worried they may have to go to the hospital again. The therapy was adding to their misery because it wasn't helping their symptoms (especially at night) so they were going through up to 4 pjs at night. Patient stated they didn't even know who their managing healthcare provider (hcp) was and they didn't know what to do. Patient services reviewed hcp information with the patient and redirected the patient to follow up with a hcp to check their implanted system. Patient was able to connect to their settings and they saw they were on program 3 at .7 ma. Patient wanted to know what they could do to adjust their therapy in the meantime so patient services reviewed device description/function as well as programming and stimulation considerations and ins battery longevity considerations. Patient opted to increase up to .8 ma however that was uncomfortable so the patient chose to go to program 1 and increased up to 1.9 ma but didn't want to be so high with the stimulation and drain the ins battery so they moved to program 4 and increased up to 1.0 ma. They noted they felt the stimulation comfortably in their bike-seat region. Patient asked if it was possible to feel stimulation in their leg and patient services reviewed information with the patient wondered "can I feel it in my leg? I don't think so" and they decided to stay at 1.0 ma and monitor their symptoms. The patient is going to reach out to their implanting hcp about their concerns and they are going to have the hcp check the implanted system. Patient noted they may turn the therapy off or down if they felt that it was traveling down their leg but they felt fine now and didn't think that was the case. The patient is going to call back at a later time if they need physician listings.

Event description:
Additional information was received from the patient. They reported that the cause of the therapy not working was determined and noted the likely cause as being "went to italy and got messed up works now." The issue was reported as being resolved by the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.